Manufacturer narrative:
The end user is not returning the wheelchair. The ra/qa specialist and quality engineer completed a visual examination of the photographs and it appears that the footrests were adjusted below the 2" requirement listed in the owners manual. They look like they were about a 1/2 inch to an inch off the ground. In the quickie 7 owners manual in section (e) sub section (1.) It states: e. Footrests warning: at the lowest point, footrests should be at least 2" off the ground. If set too low, they may "hang up" on obstacles you can expect to find in normal use. This may cause the chair to stop suddenly and tip forward. If you fail to heed these warnings damage to your chair, a fall, tip-over or loss of control may occur and cause severe injury to the rider or others. It appeared that the ramp/platform had a lip at the end of it at least 1" high which would make the ramp/platform unsafe. In the q7 owners manual it states the following regarding ramps in section (g) sub section (f): avoid a drop off. You may need a section at the top or bottom to smooth out the transition. If you fail to heed these warnings damage to your chair, a fall, tip-over or loss of control may occur and cause severe injury to the rider or others. The wheelchair has not been returned to the MFR for eval and it is unk if or when the MFR may have an opportunity to evaluate the device. MFR does not have all of the details of the reportable event at this time to complete our investigation.

Event description:
An authorized dealer of wheelchairs manufactured by sunrise medical (us) llc stated on (B)(6) an end user was coming out of a house down the ramp/platform. The footplate contacted the concrete pad at the end of the ramp/platform and tipped her forward out of the chair causing her to break her left tibia and femur. The authorized dealer first notified a sunrise medical account manager on (B)(4). The sunrise medical account manager visited the end user on (B)(6), 2011. Pictures of the ramp/platform are available if needed.